Event description:
It was reported via repair work order that the zoom drive disengages during use due to damaged drive motor assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.